Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the gastroendoscopy, the endoscopic image of the subject device was not displayed. The user replaced the subject device to another device and completed the subject procedure. Olympus (B)(4) checked the subject device and found that the scope communication error b30 occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity.the exact cause of the reported event could not be conclusively determined. However, it may be occurred due to connection failure such as wetting electrical contacts.